Manufacturer narrative:
An event regarding dislocation involving an unknown acetabular shell was reported. The event was confirmed based on the medical records received. Method & results: -device evaluation and results: not performed as product was not returned -medical records received and evaluation: clinician review of the medical records received concluded that the exact root cause of failure cannot be established with adequate certainty due to lack of adequate information although this still must have been caused by either patient-related factors, procedure-related factors or an adverse mix of same but certainly is not device-related. -device history review: not performed as lot information was not provided. -complaint history review: not performed as lot information was not provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as product details, product evaluation, pre- and post-operative x-rays, further medical records as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
In reporting a revision of patient's right hip on (B)(6) 2017, rep provided operative notes which indicate a revision took place on (B)(6) 2010 due to "multiple dislocations". Patient was revised to a competitor shell, screws, and constrained liner with a stryker femoral head. The stem was not revised.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
In reporting a revision of patient's right hip on (B)(6) 2017, rep provided operative notes which indicate a revision took place on (B)(6) 2010 due to "multiple dislocations". Patient was revised to a competitor shell, screws, and constrained liner with a stryker femoral head. The stem was not revised.